Event description:
Caller reported a cartridge alarm issue where the blood glucose value was displayed as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To address the high blood glucose level, the customer administered a correction injection via mdi and did not require third-party assistance. Technical support identified no occurrence of the issue during the load process, and although similar cartridge alarms had been reported with consecutive cartridges, no such alarms had been previously reported with this specific pump model. Technical support resolved the issue by sending a replacement pump. Customer reverted to an alternative method of insulin therapy.